Manufacturer narrative:
The device was not returned to the MFR.

Event description:
Site reported during a case that they had been having intermittent issues with axiem tracking going to red status. They made sure that there was no metal in the field and that the emitter was high enough to avoid any interference from the bed. They raised the position of the emitter and the case continued as planned with no impact to the pt.